Manufacturer narrative:
Findings: unit passed the functional test, including the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. All operating currents are within specification. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads and missing end cap sticker.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 559 mg/dl. The customer was treated for high blood glucose with manual injection. The customer was explained the 2 high blood glucose rule. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 559 mg/dl. Customer stated the dome sticker was lost.